Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The facility's clean, disinfect and sterilize (cds) , reprocessing information and ("survey results regarding foreign matter") were noted below : the device was not cleaned, disinfected, and sterilized before requesting repair. Facility not aware of the foreign material adhered on the device.. Pre-cleaning information: there was no delay to the start of pre-cleaning which was done properly, or accessories used for reprocessing. Water and air was supplied to the air/water nozzle. Submerged the endoscope in cleaning fluid- noted ¿unknown¿ information on manual cleaning: wipe/brush the air/water nozzle with gauze, brush, or sponge- noted ¿unknown¿. The instrument channel was brushed flushed the air/water nozzle with water and air. Sent liquid to the air/water nozzle. Facility noted no abnormalities on the accessories used for reprocessing. Any concerns on reprocessing- noted no response. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is possible that the foreign object could not be removed due to physical damage to the equipment. The cause of the event is likely due to insufficient or inadequate reprocessing. However, the root cause of the reported event is unable to be determined. The event can be prevented by following the instructions for use (IFU) which state: chapter 7 cleaning, disinfection and sterilization procedures warning all endoscope channels, including the forceps elevator wire channel and balloon channel, must be cleaned and disinfected (or sterilized) after each case, whether or not they are used. If cleaning and disinfection (or sterilization) are not sufficient, the patient or operator may become infected in the following cases. Equipment inspection -inspection of channel cleaning brush (bw-20t) and disposable single-end cleaning brush (bw-400l) 1. Check by feeling that the brush part and the metal tip are firmly attached. Also, visually check that the bristles on the brush are not missing or torn (see figure 7.3 on page 83 and figure 7.4 on page 84). 2. Visually check that there are no bends or scratches on the shaft. 3. Visually check that the bristles on the shaft and brush are clean. In addition, when I checked the contents of the instruction manual about how to handle the actual product, I found the following description. The indicated phenomenon may be prevented by following the description below. ·when the curved portion of the endoscope is greatly curved, the force required to insert/withdraw the instrument increases. If it is difficult to insert/remove the treatment instrument, return the bending angle of the bending part to a point where insertion/removal is possible without difficulty. Forcible insertion/removal may damage the forceps channel and the instrument. ¿ make sure the instrument tip is closed or retracted into the sheath. And then slowly insert or pull out the forceps stopper. Also, do not open the tip of the treatment instrument or pull it out of the sheath while it is being inserted into the forceps channel of the endoscope. The forceps channel and treatment tools may be damaged. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was evaluated by olympus. The evaluation found that the allegation was confirmed. Additional issues were identified, during the device evaluation: the forceps channel had a pinhole, probe immersion, treatment instrument insertion failure, insufficient angle, angle play, the light guide lens was scratched, lack of rubber adhesion, distal sheath adhesion was cracked, and the probe was scratched. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The olympus representative reported (on behalf of the customer), that the evis lucera ultrasound gastrovideoscope was presenting with air/water leakage from the instrument/suction channel. There were no reports of patient harm associated with this event. During the evaluation of the device, it was noted, that foreign objects came out of the suction cylinder and the forceps channel. The foreign material remained in the cylinder and channel, which can cause insufficient reprocessing. This report is to capture the reportable malfunction of foreign material in the suction cylinder and forceps channel noted at estimation.